Manufacturer narrative:
Nihon kohden orangemed will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the nkv-550 ventilator was in use on a patient when an audible alert tone was heard from the patient's room. Upon the respiratory therapist's arrival at the bedside, the nkv-550 was in the process of rebooting. During the reboot, the ventilator was not delivering any breaths for approximately 20 seconds and no breaths were noted in the etco2 waveform during that period. The patient's spo2 dropped to 88% and recovered when manually ventilated. After the reboot, the ventilator resumed its ventilation with its prior settings. The patient remained stable with no harm or injury and was placed on another ventilator.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.